Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# n158647001, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had more medication than expected over the past six months at refills. It was noted the healthcare provider (hcp) was surprised at the last refill at the amount of drug left in the pump. The pump was being used to deliver dilaudid and ziconotide. Patient symptoms, interventions, the cause of the event, specific drug volumes, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.